Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and a complete separation in the hypotube located 56.7 cm from the tip. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 03nov2020. It was reported that shaft kink occurred. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation but the delivery shaft was noted to be kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patients status was stable. However, returned device analysis revealed shaft detach.